Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. The initial reported event of high lead impedance and oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a decrease in high voltage impedance before coming back up to normal values. The lead was noted to have oversensing of noise with non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead was removed. No patient complications have been reported as a result of this event.